Manufacturer narrative:
H3: product analysis of part # 54750017550, lot # h5997304 - visual and optical inspection confirmed the break off tabs of the screw has been bent due to bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l3/4/5 transfor aminal lumbar interbody fusion for lumbar spinal canal stenosis. It was reported that theset screw of the left l3 could not be removed, so the device was temporarily fixated with great effort, but it was loose at the time of the final fixation. Even if the set screw was changed, and execution procedure was changed, it could not be done at the final fixation, so the screw was replaced. There was a delay of less than 60 minute in the overall procedure time. Wear was observed on the thread of set screws. There were no patient symptoms reported. There were no further complications reported regarding the event.